Manufacturer narrative:
Investigations confirmed that the issue was related to the customer's preparation of the calibrators. The following medwatch fields have been updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that quality controls shifted high for the elecsys hcg + beta test system (hcgb) on the cobas e 411 immunoassay analyzer (e411) starting on (B)(6) 2017. The customer recalibrated, but controls were still high. The customer also loaded a new reagent pack, calibrated it, and controls still recovered high. The customer tried using fresh controls, but recovery was still high, especially for the third level of control. The customer stated that a second e411 analyzer at the site has been running without issues using the same reagent and control lot. The customer stated that she repeated two patient sample initially tested on the first e411 analyzer and repeated these on the second e411 analyzer. Of these two samples, one had an erroneous result that was reported outside of the laboratory. The sample was initially tested on the first e411 analyzer, resulting as 10000 miu/ml accompanied by a data flag. The sample was automatically repeated with a dilution, resulting with a final value of 16357 miu/ml. The sample was repeated on the second e411 analyzer, resulting as 9764 miu/ml. The repeat result of 9764 miu/ml was believed to be correct. The patient was not adversely affected. The patient's initial result was not corrected since it showed the same clinical picture as the repeat result. The reagent lot number was 25919903. The expiration date was requested but was not provided. The field service engineer determined that the issue was related to the customer's technique when reconstituting their calibrators. The customer was told to use a volumetric pipette and reagent grade water in order to reconstitute the calibrator. The customer made up new calibrators as suggested. Quality controls now run satisfactorily and are within the customer's acceptable range.